Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(6). Concomitant products: shell porous with holes/ pn 00620004620/ ln 62641500.

Event description:
It was reported that a patient underwent a hip revision due to osteolysis and polywear.

Manufacturer narrative:
Concomitant medical products: 163620 116880 26mm dia cocr mod hd -6mm nk no skirt. 11-104106 897900 mlry-hd por fmrl 6x135mm. Report source: (B)(6). Reported event was confirmed by review of x-rays provided. Right total hip arthroplasty with an asymmetric position of the femoral head within the acetabular cup, likely related to polyethylene wear. Alignment is abnormal as there appears to liner wear and super subluxation of the femoral head within the acetabular cup. No signs of radiolucency and no fracture seen. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the likely root cause for the liner wear is due to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.